Event description:
The newly designed epi-pen has an oblong canister and orange tip which is spring-loaded. When my child tried to self-administrator her new epi-pen, she was unaware that a wide, violent swing was required to inject the needle into her thigh. Then, after she was finally able to inject herself, the spring loaded orange shield wanted to push back on the thigh to recover the needle. The needle was pulled back out of her thigh by the device. Consequently, she lost precious seconds trying to figure out how to get the needle into her thigh and then, did not get a full dose due to premature needle retraction by the device. The old auto-injectors could be administered with a simple firm press against the outside of the thigh, which released a spring loaded-needle. Dose or amount: 1 vial, frequency: as needed, route: im. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: allergic reaction. Event abated after use: no.